Event description:
Small blisters on occurred on the skin, directly under white pad. Dressing was removed due to poor seal related to inadequate shaving of pubic area. Midline incision. Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3.